Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in d1 brand name.

Event description:
Additional information was provided and the patient outcomes is unknown as patient was transferred to a different hospital.

Manufacturer narrative:
Additional information was received and b5 was updated

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported 69 year old male patient on an impella cp for acute myocardial infarction. During support, it was reported that the plasma free hemoglobin was drawn and found to be 150. The pump was found to be deep, but when repositioned with echo is now acceptable. The p level dropped from p6 to p5. It was further reported that while repositioning the impella in ICU with echo, the sleeve covering the catheter ripped away. The patient survived the procedure.

Manufacturer narrative:
The investigation for the anticontamination sleeve product damage and the mechanical interaction with blood has been completed. The cause of the anticontamination sleeve damage was not determined due to no product returned and insufficient clinical details. The cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details.